Event description:
It was reported that the coil protrudes from the catheter tip. Vascular access was obtained via ipsilateral approach. The target lesion was located in the severely tortuous internal iliac artery. Three interlock-35 coils (10mmx40cm, 12mm x 40cm, 4mm x 10cm) were selected for use. During the procedure, it was noted that the devices got stuck in the distal part of the 5fr imager catheter. The devices were then removed together however the coil protruded from the catheter's tip upon removal. The procedure was completed with another of the same device. There were no patient complications reported.